Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was reloaded to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an inability to initiate mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
This follow-up aer is to correct the 'h6 health effect - impact code' reported in the initial submission '2112667-2025-04712'. The original code was entered in error and has now been updated to reflect the correct impact.